Event description:
It was reported that the force sensor bridge test error occurred. No patient injury was reported.

Manufacturer narrative:
Unique identifier is unknown. No information has been provided to date. This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. The device history report (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. Pump was over 10 years old. A product sample was received for evaluation. Visual and functional testing were performed. Seal was intact. Top case was cracked /chipped by the left bottom corner, cracked by the tube holder, cracked right plunger case and cracked battery door. No visible contamination. Force sensor bridge found in event history log. The technician performed power up process and occlusion test. The report issue was unable to be duplicated. The root cause of the reported issue is undetermined. Replaced plunger cable as preventative measure. Performed pooer up process and all the functional test passed.